Event description:
It was reported the right ventricular (rv) lead had variable impedances. The superior vena cava (svc) coil was measuring 68 ohms and then greater than 200 ohms at the office check. The high voltage bottom (hvb) coil was measuring in the 40 ohms range and then in the 60 ohms range. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient received inappropriate shocks due to t-wave oversensing (twos) of the rv lead. The rv lead was explanted and replaced approximately four months later. No further patient complications have been reported as a result of this event.